Event description:
The customer stated architect i2000 optic activated read failure was generated with an unknown reaction vessel lot, regardless of the assay. The customer checked the trigger level sensor, trigger pump, dispense volume, optic background check and all passed. The customer replaced the trigger level sensor and dispense valve, the pre-trigger dispense valve, cleaned the process path and optic assembly. There was no impact to patient management.

Manufacturer narrative:
(B) (4), concomitant medical products: architect analyzer, list # 8c89-01, (B) (4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.